Event description:
In 2009, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Two days later he experienced right buttock pain and elevated creatine phosphokinase, and a computed tomography angiogram showed thrombosis of the trunk ipsilateral leg endoprosthesis from the device bifurcation to the common femoral artery. Three days later, the patient underwent a thrombectomy and femoral-femoral bypass. The patient is stable with no complications. The devices were sized appropriately, and no cause for the thrombosis was evident in the vessel anatomy. No further information was available from the physician.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records verified that this lot met all pre-release specifications.